Manufacturer narrative:
Conclusion: user error contributed to the event. Product was manufactured and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.

Event description:
Allegedly tibial insert wore through and was revised.